Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump exhibited hardware separation at the screen bezel, with the user repeatedly snapping the housing back together until a replacement was arranged; blood glucose values reportedly remained within normal range, and no alerts or alarms were noted. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and user education on shutdown procedures, data transfer limitations, return logistics, and continued cgm use. Investigation included customer interview and review of device use history. Investigation of the received device revealed a device mechanical integrity issue at the screen bezel consistent with enclosure separation, without evidence of performance degradation or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component failure of the device enclosure.